Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut on pink probe, missing adhesive around light guide cover, missing adhesive at forceps cover, chipped adhesive at light guide lens and chipped adhesive at objective lens. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited cut on pink probe, missing adhesive around light guide cover, missing adhesive at forceps cover, chipped adhesive at light guide lens and chipped adhesive at objective lens. There was no patient involvement.